Manufacturer narrative:
The device was not provided for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on 21 feb 2024 from the home therapy nurse (htn) of a 60 year old male patient approved for performing solo hemodialysis, with a medical history including diabetes and end stage renal disease, who stated the patient was found expired on (B)(6) 2024. Additional information was received on 22 feb 2024 from the htm (home therapy manager) who stated emergency medical services (ems) were called and no further details of event were available. Per the htn, the cause of death is unknown.